Event description:
Reportedly, few days after implantation on (B)(6) 2012, the physician observed loss of capture and sensing decrease. A system revision was performed on (B)(6) 2012. Nevertheless, loss of capture and sensing decrease re-appeared the day after this procedure.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.